Event description:
The customer reported that the 12 lead cable was not recognized by the unit.

Manufacturer narrative:
The customer reported that the 12 lead cable was not recognized by the unit. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.